Event description:
It was reported that the left ventricular (lv) lead dislodged. It was noted that placing the lv lead was extremely difficult. The only other option would have been an epicardial lead, but the patient decided against it. No intervention was done and the lv lead remains in use. No patient complications have been reported as a result of this event.